Manufacturer narrative:
B5 --product returned for evaluation. --external visual inspection performed and passed. --voltage test performed and failed due to 0v d9--yes. Returned to manufacturer. G6 ¿follow up 001. H2 ¿device evaluation. H3 --yes. Evaluation summary attached . H6 --10, testing of actual/suspected device.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.